Manufacturer narrative:
Unit powered up properly after battery installation and passed self test, displacement test. No missing segments or display anomalies noted. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was exposed to water and is not getting black lines when the act button is pressed. Customer's blood glucose readings at the time of the call were unknown. The insulin pump is being replaced.